Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('lots of pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal discharge ("had discharge"). The patient was treated with surgery (hystrectomy in feb). At the time of the report, the pelvic pain and vaginal discharge outcome was unknown. The reporter considered pelvic pain and vaginal discharge to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('lots of pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal discharge ("had discharge"). The patient was treated with surgery (hysterectomy in (B)(6)). At the time of the report, the pelvic pain and vaginal discharge outcome was unknown. The reporter considered pelvic pain and vaginal discharge to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-feb-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometrial ablation ('ablation') and pelvic pain ('lots of pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent endometrial ablation (seriousness criterion medically significant) and experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal discharge ("had discharge") and menstrual disorder ("period like symptoms"). The patient was treated with surgery (hysterectomy in feb). At the time of the report, the endometrial ablation, pelvic pain and vaginal discharge outcome was unknown. The reporter considered endometrial ablation, menstrual disorder, pelvic pain and vaginal discharge to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: information received via social media: new event - period like symptoms and reporter information were added. On 23-mar-2020: social media case- new reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometrial ablation ('ablation') and pelvic pain ('lots of pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent endometrial ablation (seriousness criterion medically significant) and experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal discharge ("had discharge"). The patient was treated with surgery (hysterectomy in feb). At the time of the report, the endometrial ablation, pelvic pain and vaginal discharge outcome was unknown. The reporter considered endometrial ablation, pelvic pain and vaginal discharge to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: new event "ablation" was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.